Event description:
The usb serial cable was received, and analysis was completed and approved. No anomalies were noted, and the usb serial cable performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. (B)(4).

Event description:
It was reported that a physician's newly delivered usb cable for his tablet was found non-functional (MFR. Report # 1644487-2015-05191). Troubleshooting was performed and identified the usb cable as the issue. A company representative loaned his usb cable to the physician, which also began not functioning properly (MFR. Report # 1644487-2015-05186). Troubleshooting was again performed and identified the usb cable as the issue. The physician was provided a new usb cable that was also found to be non-functional. The company representative attempted to use the physician's new usb cable with his programming system, but the usb cable was still non-functional. The physician and company representative were provided new usb cables that functioned properly. The physician's second faulty usb cable has been received, but product analysis has not been completed to date.